Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited low impedance and rising thresholds. It was noted that the patient had a rotated heart and a crescent shaped septum and the deflection button was used quite to get to a low septal position. Another attempt was made at implanting at a higher septal position. It was reported that deflection of the delivery system felt different and not as tight. The delivery system was retrieved from the body, flushed and inspected. Deflection appeared to be normal outside the body. Once the delivery system was reinserted and an attempt was made to deflect to cross the tricuspid valve, an anomalous "s" shape was obtained at the distal end of the delivery system. It was reported that the deflection mechanism was damaged. The ipg system was removed from the body and replaced with a new one. No patient complications have been reported as a result of this event.